Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007, 8709 catheter implanted: (B)(6) 2004, 8637-40 neuro pump implanted: (B)(6) 2013.

Event description:
It was reported that there was a lead warning for right ventricular (rv) lead low impedances. The physician did not feel the lead warranted replacement at the time of generator change as it continues to test with good pacing. It was noted that no actions were taken as the rv lead issue is chronic and previous attempts to reprogram the lead has not changed impedances. The rv lead remains in use. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device could not see r-waves on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.